Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The firing knobs were advanced to the clamp up position. The reload jaws were clamped. The instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was unloaded from the instrument without difficulty. The instrument was then successfully loaded with a representative device single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the handle was loaded but the jaws did not open hence the stapler did not fire. Another handle was used with same reload without any issues to complete the case. There was no patient injury.